Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The functional testing showed that there was rotational and lateral play or movement when index knob was in the locked position. The device did not meet the functional check requirement. The device history record showed no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. The observed condition was likely caused by wear and tear or improperly handling of the device. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2020, the a1059 mayfield modified skull clamp slipped while it was in a locked position. The clamp was already applied to a (B)(6) year old female patient for a neurosurgery when the device slipped. There was no patient injury nor delay in surgery. The surgeon used another a1059 skull clamp to complete the procedure.